Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I was always in so much pain every time I tried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and menopause ("I am goinh through full on menopause") and was found to have weight increased ("gained weight."). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the dyspareunia, weight increased and menopause outcome was unknown. The reporter considered dyspareunia, menopause and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('I was always in so much pain every time I tried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and menopausal symptoms ("I am goinh through full on menopause") and was found to have weight increased ("gained weight."). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the dyspareunia, weight increased and menopausal symptoms outcome was unknown. The reporter considered dyspareunia, menopausal symptoms and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.